Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 500mg/dl. The customer stated that she has been connected to the insulin pump since she sought medical attention and they changed the site, and her glucose level dropped to 170mg/dl. Assisted the customer to run the displacement, fixed prime, and manual prime, but the high pressure test was not performed as customer did not have a tubing clamp available at the time. No further information was provided.